Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9453477. Unfortunately without sample and without additional information from the customer we cannot go further than the documentary investigation which didn¿t reveal any anomaly recorded during production. According to our work instruction (fsi), during the manufacturing process, all pieces are controlled at 100% to ensure that the irrigation way is not clogged. Checking the quality database revealed no anomaly in connection with the described problem. A rmf evaluation was performed on criq250, risk identified 11522, 11523, 11524 & 11525 (hazardous situation: catheter cannot perform irrigation-lavage or insufficiently). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information the irrigation route of the device showed low flow requiring replacement. No harm to the patient was reported.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the irrigation route of the device showed low flow requiring replacement. No harm to the patient was reported.